Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the red battery was lit on the power module. The battery was changed and still showed red. The power module was unplugged, disconnected from battery, reconnected, and plugged back in and the battery still showed. There was also an issue with the patient cable.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with the device¿s most recent approval. Manufacturer's investigation conclusion: the reported event of the ¿red battery being lit on the power module¿ was confirmed with the returned power module (serial # (B)(6)). The returned power module was tested with laboratory equipment and a red battery alarm was reproduced. Inspection of the power module¿s backup battery clip assembly revealed the negative/positive metal sides appeared to be separated resulting in a contact issue with the backup battery. The backup battery clip assembly and backup battery were replaced which resolved the reported red battery alarm issue. Performed full functional checkout, which the unit passed all testing. The power module was returned to the customer site. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Power module (serial # (B)(6)) was shipped to the customer on 28dec2011. Power module IFU rev. B (section 5) covers all alarms (visual and audible) on the power module and what actions should be performed when they do occur. Hmii IFU (rev c), hm3 IFU (rev c), has details on the proper use of the power module. The manuals caution the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ if the power module does not function properly, contact the company's technical service department for assistance. No further information was provided. The manufacturer is closing the file on this event.